Event description:
During an MRI scan the patient monitor did not work properly. The nurse was unable to monitor pt during scan. Diagnosis or reason for use: radiculopathy. Event abated after use stopped or dose reduced: yes.